Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. Upon interrogation, the right ventricular lead exhibited noise. Noise was able to be reproduced in clinic. The lead was capped and replaced on (B)(6) 2016. No additional information was available.